Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.  Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.